Event description:
The customer reported that the patient showed signs of internal bleeding 2-3 hours after the original operation of an lavh and bso. The patient had an hb level of 3 while in recovery. Blood loss was described as more than 250cc and the surgery was extended by more than 30 minutes. An open laparotomy was performed. They noted that there was no evidence of sealed tissue on the ovarian pedicles. Additional questions in regard to the incident have also been asked.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.